Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the follow-up of the device on (B)(6) 2010, an episode recorded in device memory was classified as atrial run, but the complainant would have classified it as ventricular tachycardia.